Manufacturer narrative:
Section 'device' information references the main component of the system and other applicable components are : product ID: 3708640, serial# (B)(6), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension; product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: extension. Analysis of extensions serial numbers (B)(4) found the body conductor was broken less than 5 cm from the proximal end. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type extension. Product ID 3708640, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type extension. Information references the main component of the system. Other relevant device(s) are: product ID: 3708640, serial/lot #: (B)(4), ubd: 23-jan-2019, UDI#: (B)(4); product ID: 3708640, serial/lot #: (B)(4), ubd: 23-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for dystonia and movement disorders. It was reported that the patient had visible return of dystonia. Impedance test revealed bilateral open circuit. Patient reported that they play volley ball but reported no falls. A surgery was performed , testing was done on the cranial lead and it was intact. Testing was done on extensions, one extension was implanted on the left side of the body and the other on the right of the body, both into separate batteries. The left ins was a boston scientific one with a boston scientific adaptor. Exploratory surgery was performed to determine where a fracture occurred and it was identified that bilateral extensions had opens. Extensions were replaced bilaterally and the issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.